Manufacturer narrative:
Patient age/date of birth and weight are unknown date of event: unknown. This report is for an unknown rod/unknown lot. Part and lot number are unknown; UDI number is unknown. Implant date: unknown. Device has not been reported as explanted. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that the rod was broken post-operatively. Future revision surgery was scheduled for an unknown date. The original surgery date is unknown. This report is for an unknown rod. This is report 1 of 1 for (B)(4).